Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose was 40 mg/dl, 506 mg/dl within 10 minutes, with a difference of 151%. Pt did not experience any adverse events. No further info has been reported.